Event description:
The manufacturer representative (rep) reported seeing a power on reset (por) message on the patient programmer a week prior to the report. The implantable neurostimulator (ins) measurement when the por was cleared indicated that the battery was low/eri/eos. The rep noted normal battery depletion. There was loss of effect and a sudden change in symptoms. It was indicated that the patient was going to talk to the healthcare professional regarding a battery replacement. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.